Event description:
Underdelivery reported: the pump was programmed to deliver an unspecified infusate at 10.0ml/hr, volume to be infused unknown in the primary mode and magnesium sulfate at 50.0ml/hr with a 100.0ml total volume to be infused as a secondary delivery. It was reported that the secondary total volume indicated on the display was 70.0ml, but the secondary magnesium sulfate bag was full. There were no reported alarms. The customer contact confirmed that there were no adverse pt effects noted since there was not an incident report generated. Though requested, there was no add'l info available.